Event description:
Per hcp, the pt presented not feeling very well and appeared to be having some symptoms of drug withdrawal. Per pump was beeping at irregular intervals - 5 mins, then 15 mins, etc. The volume of the sound was of normal volume for the low reservoir alarm. The pt was treated with narcotic medication and felt much better. The pump was replaced and the pt's condition has significantly improved.